Manufacturer narrative:
A picture was provided that showed a crack in the bottom of the basin. No sample has been received for investigation. The investigation for this complaint is pending a response from the supplier. A follow up report will be submitted once additional information becomes available.

Event description:
Here are several pics of the packaging and basins that (B)(6) has had problems with. 1st pic cracked basin, unfortunately no lot # no injury or treatment was reported for the incident.